Event description:
Report due to foot break. Report received from analysis of the perclose a-t (closer ak) device that the foot was broken and not returned with the device. Although requested, the following information is not available: event date, pt, operator or method of achieving hemostasis.